Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported that the customer had a hyperglycemic event. The paramedics were called and the customer treated with glucagon. The blood glucose reading was 32 mg/dl. Customer's mother states that her daughter did not have a snack before she went to bed and slept through the night; she believes this is what caused the blood glucose level to drop. No further information was reported.